Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on 2018-apr-26. It was reported that the pump remained in the patient due to the sacral ulcer but was shut off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving gablofen 2000mcg/ml at 206mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient¿s medical history included a sacral ulcer. The patient¿s spouse was hearing an alarm that sounds like a fire truck and at first thought it was the tv. The description of the alarm per the reporter was "3 toned¿, however confirmed it was the critical alarm. The reporter questioned if the pump needed to be replaced and stated that a home care nurse takes care of the patient¿s pump. The reporter had contacted the nurse earlier today and she would be coming to see them after she had gotten her supplies. The patient¿s spouse also stated that the patient was on home care and the home care physician writes the patient¿s prescriptions. The home care physician also comes every three months because the patient was completely disabled. The surgeon was in the city and it was too hard to get there. Additional information was received on 22-mar-2018 from the healthcare provider (nurse) who reported that a critical alarm had occurred. Per the nurse, the patient¿s and their family heard the pump alarming and when he interrogated the pump it showed eri (elective replacement indicator) and eos (end of service). The logs showed that eri occurred (B)(6) 2017 and eos occurred (B)(6) 2018. Per the nurse he last filled the pump (B)(6) 2017. Per the reporter he thought they had 90 days before the pump needed to be replaced. It was reviewed that eri had occurred (B)(6) 2017 and from that point they had 90 days until it went to eos and the 90 days was today,(B)(6) 2018. The nurse stated that they were not planning on replacing the pump now because the patient had a sacral ulcer that they had been treating for 1 year now and the hopes were that the patient had 90 more days until the pump went to eos. The nurse planned to follow up with the healthcare provider and also inquired about a conversion for intrathecal baclofen to oral. There were no patient symptoms and no further complications.